Event description:
Patient reported ¿right side rippling and deflation¿. Device remains implanted.

Event description:
Patient reported ¿right side rippling and deflation¿. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported ¿right side rippling and deflation¿. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed one opening assessed as fold flaw opening. ¿ wrinkling: observed, fold creases. As per the investigation procedure particles and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported ¿right side rippling and deflation¿. Device remains implanted.